Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced persistent communication issues between patient's dexcom sensor and insulin pod. The pod was placed on the abdomen and the sensor on the back of the arm, which may have affected connectivity. After relocating the pod to the back, the sensor reconnected successfully. The patient experienced hypoglycemia, fainted, and sustained a head injury. She required emergency medical care including stitches and treatment with baqsimi (glucagon nose spray). The patient was discharged after 5.5 hours. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident, and her low alert was set to 85 mg/dl. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values reaches 55 mg/dl within 20 minutes. The signal loss alert and no readings alert were both enabled and were set to trigger after 20 continuous minutes of signal loss and 20 continuous minutes of sensor error, respectively. Data investigation shows that at 10:49 am on (B)(6) 2025, the patient's egvs dropped below the low alert threshold and the app delivered a visual low alert with an egv of 80 mg/dl. At 10:54 am, the app delivered an urgent low soon alert at full volume with an egv of 69 mg/dl. Neither of these alerts were acknowledged. The patient then entered a period of signal loss. The availability of backfilled data shows that the patient¿s egvs dropped below the urgent low alert threshold shortly after the signal loss started, reaching 45 mg/dl at 11:04 am and low (less than 40 mg/dl) at 11:09 am. The signal returned briefly at 11:14 am, at which point the app delivered another urgent low soon alert at full volume during a five-minute period of sensor error. The patient then entered another period of signal loss at 11:19 am which lasted until 1:44 pm. The patient¿s egvs gradually began to rise during this second period of signal loss; the patient rose above the urgent low alert threshold at 11:34 am with an egv of 58 mg/dl. Her egvs continued to rise, crossing into target range briefly from 11:44 am to 11:54 am, and then came back down to low range for about the next half hour. The patient¿s egvs then rose back into target range at 12:29 pm where they stayed for the remaining duration of the signal loss. The reported complaint is undetermined. Although data investigation found that the patient was experiencing signal loss while having low egvs, the app delivered two alerts, including one audible alert at full volume, prior to the onset of the signal loss. The root cause of the hypoglycemic event could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).